Event description:
It was reported that the patient presented to the clinic with dizziness. Interrogation of the pulse generator noted that the right ventricular (rv) lead was oversensing noise resulted in pacing inhibition. No intervention was performed. The patient was in stable condition.

Event description:
New information received indicates that the rv lead also exhibited high capture threshold measurements and was oversensing noise resulted in pacing inhibition for several months. The rv lead was explanted and replaced on (B)(6) 2025. The patient was stable throughout the procedure.